Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was returned for analysis. Device analysis revealed no issues and the device appeared to be in good conditions. The telescope assembly was able to properly pull back, advance and retract. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2017-03468, 2134265-2017-04105 and 2134265-2017-04106. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified middle left anterior descending artery. An ilab ultrasound imaging system was used in conjunction with two opticross¿ 6 imaging catheters and a pullback sled to view the target lesion. During the procedure, the physician successfully recorded the images however, the opticross¿ 6 failed to perform automatic pullback. The opticross¿ 6 imaging catheter was replaced with another opticross¿ 6 but the same issue occurred. The procedure was completed using a non-bsc device. No patient complications were reported.